Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that during a follow up check on the device, it was found that the device had reached recommended replacement time (rrt), but no alert had been emitted. The device was explanted and replaced. No patient complications have been reported as a result of this event.